Event description:
The customer reported several milliliters of contrast leaked during power injection. The connector was disconnected and reconnected with the same results. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.